Manufacturer narrative:
Received only the catheter for evaluation. The visual inspection noted an irregular balloon burst; however, no pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. A microscopic examination found no conditions that could be associated with the reported event. Per the dimensional evaluation, the following results were found: eye snip length: 2/32¿; inflation lumen coverage: 10 thou; balloon thickness: 18 thou; burst initiated from bottom collar of sac: 1cm. A tactile evaluation was performed and found that the balloon thickness measured 18 thou. In addition, the edges of the burst area were not brittle. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants(including vegetable oils such as olive oil ,mineral oil such as white petrolatum and animal oils). They will damage the device and may cause burst balloon.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged from the patient. It was found that the balloon had allegedly burst; however, no missing pieces were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged from the patient. It was found that the balloon had allegedly burst. There were no missing pieces found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter became dislodged from the patient. It was found that the balloon had allegedly burst; however, no missing pieces were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged from the patient. It was found that the balloon had allegedly burst. There were no missing pieces found.